Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, the surgeon was using the device for colorectal anastomosis. The device didn't fire all the staples so the donuts weren't formed as they should have. They had to suture the anastomosis/colon. There are no known patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deploy any staples when fired? Staples were deployed but the circles weren¿t formed. Or, were there staples missing from the staple line? No information. Were there any patient consequences? They reacted on time and sutured the anastomosis so no patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # n53643. The analysis results found that the cdh29a device arrived with no apparent damage and with the tyvek present. The breakaway washer was present anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.